Manufacturer narrative:
H10 - one used 011-h3394 add-on set connected to a non-ICU medical pump set with spiked drip chamber was returned for evaluation on 10/4/2019. The used 011-h3394 add-on set was confirmed to leak at a crack in the trifuse connector at a notch of the trifuse adapter. This type of breakage is typical of inadvertent bending force applied during use. Another leak was detected at the non-ICU medical spiked drip chamber at a bond or weld seam. The device history review (DHR) for lot 3978953 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received.

Event description:
The event involved a 30 cm (12") add-on set w/4 check valves, vented cap, that a leak was found at the hollow of the ¿y¿ of the infusion tree when infusing erbitux. It was reported that the patient received a dose of erbitux less than that prescribed and personnel and the patient were exposed to the cytotoxic agent. There was no report of patient harm.